Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This event occurred during fill 2. During troubleshooting, the patient stated the heater bag had disconnected from the supply line of the homechoice cassette. The renal therapy service agent (rtsa) had the patient cycle the power to the homechoice to clear the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.